Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. The outer insulation integrity was not tested due to cut in outer insulation. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was dislodged and exhibited loss of capture (loc). In addition, removal difficulty of the lead was met during the extraction. Further, the lead was successfully explanted and patient was given antibiotics. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was dislodged and exhibited loss of capture (loc). In addition, removal difficulty of the lead was met during the extraction. Further, the lead was successfully explanted and patient was given antibiotics. No additional adverse patient effects were reported.